Manufacturer narrative:
(B)(4) if further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. . If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2021 and a reservoir was used. When emptying the reservoir, it could not be locked, so another reservoir was used. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.